Event description:
The customer reported falsely decreased architect tsh result for an 80-year-old female who has been hospitalized since (B)(6) 2023 due to poor physical condition. The patient¿s renal and hepatic functions are slightly poor. Thyroid testing is being measured to ascertain the cause of the patient¿s poor condition. The patient has blood drawn every month for thyroid testing (tsh, ft3, and ft4) since (B)(6) 2023. The tsh measurement is low with a result of 0.03 uiu/ml each time the patient was tested. This month the customer performed testing on the patient and generated an initial result of 0.03 uiu/ml and a repeat result of 0.03 uiu/ml for tsh. Other thyroid testing was done, and those results were: ft3 = 2.36 pg/ml, ft4 = 0.97 ng/ml. The customer¿s reference range for tsh is 0.35-4.94 uiu/ml. The customer claims the low tsh doesn¿t correlate with the patient¿s clinical picture. The patient¿s sample was measure by another method (cleia) and generated a tsh result of 1.33 uiu/ml which correlates clinically. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect tsh result for an 80-year-old female who has been hospitalized since (B)(6) 2023 due to poor physical condition. The patient¿s renal and hepatic functions are slightly poor. Thyroid testing is being measured to ascertain the cause of the patient¿s poor condition. The patient has blood drawn every month for thyroid testing (tsh, ft3, and ft4) since (B)(6) 2023. The tsh measurement is low with a result of 0.03 uiu/ml each time the patient was tested. This month the customer performed testing on the patient and generated an initial result of 0.03 uiu/ml and a repeat result of 0.03 uiu/ml for tsh. Other thyroid testing was done, and those results were: ft3 = 2.36 pg/ml, ft4 = 0.97 ng/ml. The customer¿s reference range for tsh is 0.35-4.94 uiu/ml. The customer claims the low tsh doesn¿t correlate with the patient¿s clinical picture. The patient¿s sample was measure by another method (cleia) and generated a tsh result of 1.33 uiu/ml which correlates clinically. Update: on 14nov2023, the customer provided reference lab results. The values were similar to the ones from the facility. The dilution test results showed an increase in the measured values. Additionally, the result of a non-specific binding absorption test using heterophilic antibody blocker reagent showed no significant change in measured value, so no effect from heterophilic antibodies was confirmed. There was no impact to patient management reported.

Manufacturer narrative:
B5 - describe event or problem - on 14nov2023, the customer provided additional reference lab findings. The values were similar to the ones from the facility. The dilution test results showed an increase in the measured values. Additionally, the result of a non-specific binding absorption test using heterophilic antibody blocker reagent showed no significant change in measured value, so no effect from heterophilic antibodies was confirmed. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect tsh reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the complaint lot (50143ud00) is within the established limits. This shows that this lot is comparable to all other lots in the field, indicating this reagent lot performed acceptably on market. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 50143ud00 was identified.